Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Upon battery installation unit persisted in alerting of failed batt test. After multiple new batteries and battery caps unit failed batt test persisted. Proceeded with cutting the unit open and perform visual inspection on connectors and electronic assemblies. All connectors were plugged in properly including internal and external battery connectors. Continue with swapping of, internal battery, external battery tube, extracting electronic stack into a new testing case, swapping of electronic boards to pinpoint the faulty component. It was determined after deconstructive analysis that pcba2 was at fault. Isolate to pcba2. Unit was received with the following cosmetic damages: scratched case, pillowing keypad overlay, stained keypad overlay, label damage, cracked case, cracked case-corner of belt clip rails, battery tube threads - cracked, and cracked case (battery tube). In summary, customer allegations for cosmetic damage were confirmed during visual inspection when damage on battery tube compartment was noted. Cracked case (battery tube) and cracked battery tube threads were noted. In addition, failed batt test alarm was noted upon battery installation. Isolate to pcb2. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported physical damage on the battery compartment of the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device returned.